Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 mast roller pump. The incident occurred in oldenburg, germany. It was communicated that probably water sprayed on the affected roller pump from the hose of a heater cooler device and then the reported error was displayed. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. No damage attributable to water ingress could be found and the pump was found to be working within specification and passed functional tests. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a mast roller pump gave a motor control failure error message during priming and the pump could no longer be started. Afterwards the pump worked and the error did not recur. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the serial read out of the pump (real time device parameters and setting recording file) was gathered and analyzed. The reported motor control failure could be confirmed. Through a follow up, communication livanova received confirmation, that the reported error code appeared right after the water spilled on the pump. In addition, it has been discovered, that the water spillage had been caused by the user, who made a mistake and pulled off the water hose, during operation. Based on information reported by the customer, and based on service findings, water dropped on the pump, due an user error. Leading to motor control failure error message. Water did not damage the pump, and error did not recur. Device passed all functional tests. And returned back into service. Since no serious injury occurred. And being the reported error code solely caused by user error. The event has been re-assessed as not reportable.